Event description:
A nonhealth care professional reported that during the intraocular lens (iol)implantation surgery, the haptic was deformed and there was lens loading difficulties.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in h.6. Additional information has been received and stated that, there was no patient contact with the device and no patient harm reported. Therefore, this event no longer meets reporting requirements, because a serious injury has not occurred, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that the lens did not advance properly and there was no patient contact.